Event description:
It was reported that an alarm 75 (non-recoverable system error, inlet water temperature sensor out of range ¿ high resistance) had occurred in arctic sun device. Per review of wo on 27dec2023, there was no patient involvement. Symptoms were detected during the equipment inspection. This device was evaluated for functionality and calibration was performed. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. Replaced a I/o circuit card. In normal initial evaluation findings, they confirmed when they turned on the device, alarm 75 occurred. Conducted I/o circuit card swap test and device worked normally. I/o circuit card was defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o circuit card. The device was evaluated upon receipt. Alarm 75 occurred when device turned on. Swapped I/o circuit card and device worked normally. Replaced I/o circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an alarm 75 (non-recoverable system error, inlet water temperature sensor out of range ¿ high resistance) had occurred in arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection.